Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son. The device allegedly gave a reading of 93.7 degrees. The infant was taken to the hospital where a fever of 103 was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.